Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was freezing up and after several reboots system went down. Review of the system log file showed that the network communication of flexvision pc is not working. Upon functional testing, fse found that the flexvision pc was defective. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.